Event description:
Boston scientific received information that interrogation of this boxed device revealed it to be in safety core. The outer package was opened but not the sterile pack. The safety core stated a charge fault had been detected and tachy therapy was not available. A new device was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product issue will be updated when device evaluation is complete.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was found to have a parity bit error memory corruption which caused the device to revert to safety mode. Once the parity error was corrected, the device was able to be programmed out of safety mode and was found to operate normally. The root cause of the parity bit error memory corruption could not be determined. No other adverse events have been reported. This product issue will be updated if additional information is received.